Manufacturer narrative:
The customer¿s reported complaint of a device that stopped infusing was not confirmed or replicated during a review of the logs or during testing. Based on log analysis results, a blood infusion (drugid 135) was confirmed programmed at 9:51:00 am on the reported date of the event. The unit alarmed for pump chamber block seconds after the infusion; however, the user cleared the issue and restarted the infusion seconds later. Several variances to the parameters were performed during several infusions; however, there was no evidence of the infusion unintentionally stopping or completing before its intended infusion. A total of 443.148mls pvi was recorded being infused on the day of the event. Test results consisting of a functional test and a timed rate accuracy test performed on the source device, confirmed the pump module is within specification and operating as intended. The incident administration set was not returned for this investigation to determine if a possible fused set or anomaly was involved. If the tubing inside the pump module is held under fixed compression for a prolonged period of time, it can fuse closed. If the tubing has been closed in the pump module for many hours, then it should be checked for possible occlusion prior to starting the infusion. The pump module infusion was being used for treatment. The root cause of the customer¿s experience with a device stopping during an infusion was not determined. The event administration set was not returned. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 17mar2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the outpatient treatment unit that the nurse programed a packed red blood cell (prbc) transfusion to infuse for the duration of 4 hours with various rates. During the infusion, the nurse found that the device had failed to alarm and had unintentionally stopped the infusion. Upon assessment, it was noted that prbcs IV bag contained 400ml of blood. The device indicated that 400ml was infused, however, there was a significant amount of prbcs remaining in the bag. Also, the device indicated that the infusion had completed in 3.5 hours. The patient was unable to receive the entire transfusion and had to return the next day. However, it was noted that there were no adverse effects caused to the patient from the event.

Event description:
It was reported from the outpatient treatment unit that the nurse programed a packed red blood cell (prbc) transfusion to infuse for the duration of 4 hours with various rates. During the infusion, the nurse found that the device had failed to alarm and had unintentionally stopped the infusion. Upon assessment, it was noted that prbcs IV bag contained 400ml of blood. The device indicated that 400ml was infused, however, there was a significant amount of prbcs remaining in the bag. Also, the device indicated that the infusion had completed in 3.5 hours. The patient was unable to receive the entire transfusion and had to return the next day. However, it was noted that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is an adult.

Event description:
It was reported that the nurse programed a packed red blood cell (prbc) transfusion to infuse for the duration of 4 hours with various rates. During the infusion, the nurse found that the device had failed to alarm and had unintentionally stopped the infusion. Upon assessment, it was noted that prbcs IV bag contained 400ml of blood. The device indicated that 400ml was infused, however, there was a significant amount of prbcs remaining in the bag. Also, the device indicated that the infusion had completed in 3.5 hours. The patient was unable to receive the entire transfusion and had to return the next day. However, it was noted that there were no adverse effects caused to the patient from the event.